Event description:
During ptca, cardiologist attempted to place a stent but was unable to pass the stent past a bend in the mid portion of the rca. Stent pulled back. Predator placed across the wire and an iron man wire was placed. 2nd attempt to place the stent - unable to pass mid third of vessel. On withdrawing the stent/balloon, the stent became dislodged from balloon and was in the proximal portion right coronary system. Multiple attempts at stent retrieval unsuccessful. Stent moved and remained in distal portion of vessel. Emergency CABG x 3 and stent removal from pda followed. As well as exploration for bleeding from pda. Pre CABG had repairs/lovenox/reopro/retavase. Positive severe 3 vessel disease/acute mi.